Event description:
A customer contacted beckman coulter inc. (Bec) stating that two coulter lh 780 hematology analyzers [serial numbers (B)(4)] did not flag for blasts when blasts were seen on manual review of smears on multiple samples collected on separate days from a specific patient who was being monitored as an outpatient. Erroneous results were reported outside the laboratory; however, there was no change to patient treatment. The patient was receiving chemotherapy throughout the events. Bec review of the data revealed that four samples were run on (B)(4) and one on (B)(4). Both instruments were set at the high level sensitivity for blasts. No instrument generated flags were present for any of the runs. Blasts were observed on manual review of the slide for each occasion. In addition, there were erroneously high lymphocytes (ly) on (B)(6) 2012 and erroneously high monocytes (mo) on (B)(6) 2012. The physician questioned the results on (B)(6) 2012 when lh780 (B)(4) correctly flagged for blasts and 15% blasts were reported. This report documents the results generated by lh 780 serial number (B)(4) on (B)(6) 2012. The additional results generated on different dates have been documented in separate reports.

Manufacturer narrative:
Controls were run before and after the event and the unit was performing within published specifications. The instrument is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). The customer does not believe it is an instrument problem as they have had no similar issues with other patient samples. Field service engineer (fse) collected raw data files. Per raw data analysis, the provided samples had blasts according to the customer statement, but no suspect flags were set. There were no shown significantly abnormal patterns for the algorithm to set blast flags. The populations formed tight clusters and looked normal. Wbc histograms showed left shifted gran peaks mixed with monos, but they were not significant enough to set flags. Failure mode could not be determined. MDR#1061932-2012-01034 documents the results generated by lh 780 serial number (B)(4) on (B)(6) 2012. MDR#1061932-2012-01035 documents the results generated by lh 780 serial number (B)(4) on (B)(6) 2012. MDR#1061932-2012-01036 documents the results generated by lh 780 serial number (B)(4) on (B)(6) 2012. MDR#1061932-2012-01037 documents the results generated by lh 780 serial number (B)(4) on (B)(6) 2012.